Event description:
Livanova (B)(4) received a report that a s5 mast roller pump stopped during bypass. The pump was off for approximately 1 minute 30 seconds and hand-cranking was done. Reportedly the only thing the perfusionist did prior to it happening was to adjust the light and the pump switched off spontaneously. The power switch at the back of the pump control panel was in the on position and the screen was blank. The user turned the panel off and back on and the pump could be started again and the case was completed. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. The pump and the whole s5 system were found to be working within specifications. Serial read-out of the pump was analyzed. Results revealed a can-bus interruption on all pumps simultaneously which can be caused by: electrical/electronic component failure electromagnetic interference if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: further analysis of the reported case determined that potential root causes of the pump stop could have been: intermittent failure of the processor board. Can bus interruption due to electrical component failure. Electromagnetic interference: on a return visit, livanova service representative could not determine any failure of the processor board. However, the part was replaced as precautionary measure. In addition, when on site, it was ascertained with customer that no symptoms of interrupted can bus were present on the day of event. Moreover, it was communicated by customer that diathermy device, which is a possible source of electromagnetic interference, could have been in use on the date of event. Based on the above information, it cannot be excluded that external electromagnetic interference or intermittent failure of the processor board may have led to the reported event.

Event description:
See initial report.